Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer removed the infusion set tubing and noted that the insulin coming from the luer appeared "gel-like". Reportedly, the customer's blood glucose level was approximately 500mg/dl but was continuing to improve (300's).